Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-10936. It was reported the patient is not receiving stimulation in the foot and the patient is also receiving painful stimulation in the low back following a fall. Reprogramming was unable to resolve the issue. X-rays did not reveal any anomalies. As such, the patient will undergo surgical intervention to address the issues.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10936. The patient has effective therapy post operatively.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-10936. It was reported that the patient underwent surgery on (B)(6) 2018.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2018-10936. This was inadvertently reported. This was already reported in MFR reference report: 1627487-2018-10494.